Manufacturer narrative:
The device was expected to be returned for evaluation; however, it has not been received to date. The reported disconnection from the power was confirmed based on the evaluation of the submitted system controller log file. The log file data showed that both power cables were disconnected from power on 06/13/2016 at 15:04 and the emergency backup battery was activated at this time. The emergency backup battery appeared to have supported the device for approximately 41 minutes before the driveline disconnect alarm was activated and pump stop occured. Prior to disconnection from power, the device appeared to operate with normal pump parameters. A root cause for the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 4 months. The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient was found dead at home by family. The system controller was disconnected from power sources and no longer active. Reportedly, there was evidence that the patient had gone down to the toilet and had come back to the bedroom where they were found in bed. The power module patient cable was near the patient's legs and one battery was on the table and one battery was beside the patient on the bed. No further information was provided.